Event description:
Patient reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Unable to perform follow up at this time as patient did not provide permission. Reason for reoperation: rupture.